Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the mesher was confirmed to not be aligning due to a bent comb. The comb and 4 washers were replaced and resolved the reported issue. Device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the mesher was not aligning. The event timing was during reprocessing. There was no harm or delay reported. No adverse events were reported as a result of this malfunction upon investigation, the mesher was not aligning due to a bent comb.